Manufacturer narrative:
Customer complainted that the control solution out of the range problem. Manufacturing records will be reviewed right after receiving the control solution, strips, meter serial number and other information. The control solution, strips and meter were not returned yet. Relevant investigation will be initiated after receiving those information. The user has not yet provided the nonconforming control solution, strips, meter and related information. The fields for lot or batch number, serial number, and manufacturing date cannot be filled in. If the user provides the relevant information later, it will be filled in accordingly.

Event description:
This submission is a follow-up report for MFR report number: 3004130086-2025-00008 (file name: (B)(4)).